Event description:
Post-procedure, peak ck was less than 2 times above upper normal level (unl), peak ck-mb was 3 times above unl, and troponin was 5 times or greater above unl. Twenty four hours post-procedure, troponin was still 5 times or greater above unl. This was diagnosed as a non q-wave myocardial infarction in an undetermined location. The day after the procedure, the patient underwent a staged procure in an unknown lesion. The patient was discharged 5 days post-procedure. The report is from the study. The patient was a male with 3-vessel disease. Two lesions were treated during the index procedure, and a staged procedure was planned at the time of the index procedure, due to contrast load. The patient has a history of hypertension, hyperlipidemia, smoking, diabetes, and cerebrovascular disease. The indication for the index procedure was stable angina pectoris. The first target lesion was the proximal left anterior descending artery (lad). Vessel diameter was 3mm and lesion length was 12mm. Pre-procedure stenosis was 70%. The lesion was de novo, smooth, moderately angled, concentric, and moderately calcified. The lesion was not pre-dilated. A crb13300 was deployed at 16atm. Post-procedure stenosis was 0%. The 2nd target lesion was in one of the obtuse segments. Vessel diameter was 2.5mm and the lesion length was 23mm. Pre-procedure stenosis was 99%. The lesion was de novo, irregular contour, moderately tortuous, moderately angled, and moderately calcified. The lesion was a chronic total occlusion of greater than 3 months. The lesion was pre-dilated with a 2.5 x 20mm balloon at 20atm. A cypher was deployed at 20atm and post-dilated because the stent was not fully expanded. Another cypher was deployed at 12atm. Post-procedure stenosis was 0%. .

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturing the numbers are 9616099-2008-01171 and 9616099-2008-01173. Additional information will be submitted within 30 days of receipt